Manufacturer narrative:
The hydrus microstent was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Although the device is not available for evaluation, medical investigation of the event led to a conclusion of use error. A caution to avoid inadvertent capture of tissue when recapturing the microstent is included in the device labeling. Iridodialysis, hyphema, pupil irregularity, and inability to implant the microstent are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent cataract surgery on (B)(6), 2021, with attempted implantation of the hydrus microstent. There were no complications during the cataract portion of the procedure; however, during microstent implantation heme obscured visualization. Following irrigation and aspiration (I/a), the surgeon noted the hydrus was deployed posteriorly. The microstent was recaptured using the delivery system, however iris tissue was inadvertently captured between the implant and the delivery system and the surgeon was unable to retract the microstent. After removal of the device from the eye additional I/a was performed and an iridodialysis (approximately 2 clock hours in size) was reported. No additional attempts to implant the microstent were made. The company representative in attendance for the case reported observing intraoperative wound leakage which was attributed to inadvertent placement of excess pressure on the incision site from the delivery system cannula. There was no vitreous loss, no need for sutures, and no postoperative wound leak or infection. On postoperative day 1, visual acuity was 20/400, iop was 8 mmhg and a 1/2 mm layered hyphema was reported. The surgeon was able to visualize the iridodialysis (located from 2-4 o'clock) and advised the patient to keep his head elevated with limited activity. On day 10, visual acuity improved to 20/40, iop was 14 mmhg, and trace layered hyphema and a slight pupil irregularity were reported. The patient is scheduled for a follow up examination in approximately 3 weeks. Additional information has been requested.